Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 6949-65 defib lead, implanted: (B)(6) 2006; a 4194-88 non defib lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported there was chronic atrial lead dislodgement. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was chronic atrial lead dislodgement. The atrial lead was explanted and replaced. It was also reported that there was high left ventricular (lv) lead threshold. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. A proximal portion was received measuring 24 cm. A distal portion was received measuring 29 cm. Primary analysis revealed no anomalies. Visual summary analysis of the lead indicated apparent explant damage.